Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation with its tip segment torn off. Microscopic observation of the torn end found traces of ductile tearing on the tip polymer and exposed weld part of the tip segment and strands. At the torn end of the catheter, the braids were twisted inwardly and torn off. The catheter lumen was found reduced in size. Measurement of the returned caravel mc microcatheter suggested that the tip segment was torn off at approximately 5mm from the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress generated with catheter manipulation might have been locally applied between the shaft and tip of the subject caravel mc microcatheter while the distal tip of the catheter was caught by the calcified lesion. Consequently, the tip segment was torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter.(abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a calcified 99% stenosis in the segment # 4 posterior descending branch of the right coronary artery (rca). An asahi hyperion guiding catheter and an asahi sion blue guide wire system were used to approach the lesion. An asahi caravel mc microcatheter became stuck. When the physician attempted to remove it with rotation, the tip of the caravel mc microcatheter was separated. An attempt was made to retrieve the catheter fragment using a new guide wire, but it could not enter beside the lesion and the attempt was abandoned. The procedure was terminated without using a balloon or stent. The creatine kinase (ck) levels did not increase, possibly due to the development of collateral circulation, and the catheter fragment was left in the 4pd. The physician commented that the rotation applied during removal might have contributed to the separation of the caravel mocrocatheter. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.